Manufacturer narrative:
Identifying information such as the lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 gorilla plating system. The mtp 5 degree short plate was reported broken at 4 months post-operatively. It was reported that a compression screw or lag screw was not used in the case. The initial reported stated that the surgeon used the compression hole for compression and that all distal holes were locked with locking screws. The patient's post-operative protocol was 6 weeks non-weight bearing then 6 weeks partial weight bearing. A revision surgery was not reported.